Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/12/2015 with the following findings: the pump's black box showed suspended, no basal delivery warnings on 06/25/2015 from 13:55 to 14:55. The suspend history showed that the pump was manually suspended at 13:50 following a pump reboot event at 13:49 and resumed at 14:56 on 06/25/2015. The pump was exercised for 72 hours with no suspensions of insulin delivery observed.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an issue with the pump's suspend feature. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.